Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 422 mg/dl. The customer declined to troubleshooting for high blood glucose. Customer treated with insulin pump for high blood glucose. Customer needs assistance with connecting meter to the insulin pump. Customer also needs assistance with changing the alert type and customer cannot hear well. The insulin pump will not be returned for analysis.